Manufacturer narrative:
UDI: (B)(4); per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 ultra valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the reported annular rupture cannot be confirmed. However, there was no allegation or indication a device malfunction contributed to this adverse event. It is possible that patient factors (calcification) in combination with procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. This report was created to capture this reported event with the sapien 3 ultra valve, the other report will be submitted to capture the commander delivery system.

Event description:
As reported by  the field clinical specialist, during a transfemoral tavr procedure for a 26mm sapien 3 ultra valve, there were difficulties when attempting to cross the native valve after numerous attempts with the catheter flexion adjustment. The entire system was removed with as much force as being administered to the aortic arch and the valve with the first system. A bav was then performed with success and a second 14f esheath and 26mm sapien 3 ultra valve on the second commander was successfully advanced through the sheath with no difficulty. The valve alignment was performed, and the valve advanced across the arch. It was still tight crossing the valve post bav and they could not obtain a successful coaxial implant angle with the valve into the native valve. The valve eventually implanted with no leak and no gradient and the patient was stable. After closing the access sites, the pressure began to fall, and a pericardial effusion was identified on the echo. The patient was opened up and the right ventricle is shown to have perforation from the pacing cable. This did not alleviate the bleeding and the surgeon also found a leak in the root near the right coronary artery, as well as trauma to the left ventricle likely from the valve/wire. The patient expired after the surgery. Per report, there was no device malfunction. The patient¿s horizontal aorta, bicuspid valve, other anatomical challenges and not performing bav could have been the culprits of the difficulties crossing the annulus. The force and tension used in the attempts to advance potentially created trauma on the aortic arch and ascending aorta and valve itself.